Event description:
The customer reported that the generator made a noise while in use during a davinci procedure. The setting reportedly went from 60 to 165 on the cut mode. The surgical nurse turned the machine off and back on again. The machine went through its self-test, and the surgical nurse was able to reset the settings. The surgeon then continued to work with the cautery devices for approximately 15-20 minutes. Then a flame was noticed at the connection point of the cautery cord and laparoscopic scissors. Both the cord and the scissors were removed from the field and replaced. There was no harm to the patient. The generator and cord were evaluated by the site's biomed. The unit was tested and met manufacturer's specifications and output was within tolerance. It was found that the cautery cord had a cut in it, causing a visual arc.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.